Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed and unknown error. Clarification was made with the patient on (B)(6) 2016, that it was a hardware error that was displayed. Based on the discovery of the hardware error this is now being reported. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.